Event description:
It was reported that during use the cs300 intra-aortic balloon pump (iabp) had a fiber optic module failure alarm. There was no patient harm.

Manufacturer narrative:
Due to character limitation in e1: full initial reporter name: (B)(6). Full event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h3,h6(type of investigation,investigation findings,investigation conclusions),h11. Corrected fields: h6(medical device problem code). Getinge field service engineer (fse) explained through call the nature of the alarm and told the customer to need to switch out the console. Customer told the patient is in the ccl and that they will switch out the console. Complaint information collected. Customer informed that they switched out the console successfully and sent the affected console to biomed. The device repair information is not yet available. After doing 3 gfe we haven't received any information. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.

Event description:
N/a